Manufacturer narrative:
Correction to the initial MDR in fields. It should have been ni.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason and there would be no further course of action.

Manufacturer narrative:
Additional information was received that the patient had only the ipg explanted for the reason that it will no longer charge. The physician suspected device malfunction. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason.